Event description:
The patient was hospitalized due to an increase in seizures. The nurse was not sure if the seizures were directly related to the vns, but the patient's mother was concerned that the device was not working well due to the increase in seizures. No other relevant information has been received to date.